Event description:
Customer's father reported receiving a reading of 133 mg/dl on their freestyle freedom lite blood glucose monitor and administering 3 units of insulin based on the reading, which resulted in loss of consciousness. The caller reported giving customer some food to bring his blood glucose back up. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The product has been returned and investigated. The complaint was not confirmed and no new issues were observed.